Event description:
It was reported that a myocardial infarction and elevated cardiac enzymes occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication and a loading dose of 729 mg of aspiring. The 2.75 mm x 54 mm target lesion located at the distal right coronary artery was pretreated with three devices using the largest balloon diameter of 3.5 mm x 15 mm length of scoring balloon, semi-compliant balloon angioplasty catheter and non-compliant balloon angioplasty catheter resulting in 20% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 2.75 mm x 30 mm and 3.50 x 30 mm agent balloon with 15% residual stenosis with timi flow of 3. During the 18-24 hour post-procedure lab draw, it was determined that elevated troponin I hs levels were detected and met the criteria for a myocardial infarction. The patient discharged the same day. No further details regarding event received.